Manufacturer narrative:
The electrodes were not returned to zoll medical for evaluation. These stat padz do not have a shorting wire, therefore the device prompted a "check pads" message appropriately. The customer was informed of the correct brand of electrodes to perform this self-test. This claim has been closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.